Manufacturer narrative:
Date sent: 4/29/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sub-total colectomy procedure, halfway through the procedure, the device stopped working. It looks like the tissue pad has burnt out. Another device was used to complete the procedure. There were no adverse consequences for the patient.